Manufacturer narrative:
Product development investigation was completed. It was reported that the surgeon had alignment issues with aiming arm, guide wire and helical blade assembly used during a left proximal femur cephalomedullary nailing surgery. The surgery was completed using a new blade and inserting the same free handedly. X-rays were taken and proper placement of the blade was achieved. There was a reported surgical delay of 2-3 hours due to the reported misalignment issues. The procedure was completed successfully with the patient in stable condition. Two out of three complaint devices were not returned and also the lot number was not provided for cq investigation. No further investigation could be performed for these devices. 3.2mm guide wire 400mm (pn 357.399, lot# unknown). Aim-arm f/tfn 130° (pn 357.366, lot# unknown). Following device was returned for cq investigation; 11.0mm ti helical blade 90mm-sterile part #456.303s, synthes lot# h282174 the returned instrument was examined at customer quality. A visual inspection, device history records review, dcrm review and measurement verification of the relevant features and drawing review were performed as part of this investigation. A functional test or complaint replication is not applicable as it is not possible to replicate intra-operative scenario at the cq location to confirm misalignment. The returned helical blade shows superficial scratches on the surface, minor dents on the proximal tip and the distal tip which are in line with the insertion-extraction procedure. It is suspected that the dents on the proximal end of the blade may interfere with the ability of the blade to advance into the bone. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No manufacturing or design related issue was identified during investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot and expiration date. UDI: (B)(4). Device returned to manufacturer. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h282174 of 11.0mm ti helical blade 90mm, sterile was processed through the normal manufacturing and inspection operations with no scrap or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9974143 met all specifications with no issues documented that would contribute to this complaint condition date of manufacture: 2017-02-17. Manufacturing location: elmira, new york expiration date: 2026-01-31. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth/age and weight were not provided for reporting. Additional device product code hwc. (B)(4) lot # unknown. Event occurred intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a left proximal femur cephalomedullary nailing (repair of femoral shaft fracture) procedure on (B)(6) 2017. The procedure was going as planned until final x-rays revealed that the cephalomedullary helical blade was posteriorly protruding from the neck of the proximal femur. After that the surgeon had to remove the helical blade, and also wanted to re-position the blade. The team free-handed the re-insertion of the blade. The blade was re-inserted and the team was not happy with that outcome. The team then proceeded to remove the blade once again, and at this point there was difficulty in removing it; at this point extraction methods were used to get the blade out. The blade was extracted, which bent the guide wire. At this point, the femoral nail was taken out. They re-attached the aiming arm to the same nail, took the helical blade and assembled the construct outside of the patient. Everything appeared to be working properly. Then, the procedure continued with the same nail, in belief that all instrumentation was working properly. When they re-inserted the nail, following protocol, the blade would not advance into the femoral neck [the blade was thought to be bent. When the blade was later (post-surgically) picked up, it was found to not be bent. This was confirmed by testing it with a drill bit - it was not bent]. The team then decided to use a new blade. They re-inserted the guide wire. The new blade would not advance into the femoral neck. Then upon the use of the new blade, the surgeon decided to pull out the blade trocars and proceed to insert the blade free-handed into the aiming arm and it then advanced it properly into the femoral neck. Upon that proper insertion, the blade was locked. Final x-rays were taken and proper placement of the blade was achieved. There was a reported surgical delay of 2-3 hours due to the reported misalignment issues. Additional x-rays were required. No additional medical intervention was required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: trocar (quantity 1). Extractor (quantity 1). Drill (quantity 1). The 11 mm/130 deg ti cann troch fixation nail 420 mm/left-ster (part# 456.423s, quantity 1). Helical blade (quantity 1). This report is for one (1) helical blade. This is report 1 of 3 for (B)(4).